Event description:
It was reported the patient is experiencing some discomfort at her scs ipg site. The patient stated she feels discomfort when she sleeps and she lays on the side where her ipg is implanted. The patient also stated she does not feel any discomfort during the day time. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.